Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of the cable not being able to deliver electrically to the pacing wire. It was noted that a brace consisting of foam material with two aluminum pieces on either side with tape all around that was found taped around the cable just up from the white connector. The cable continuity tested ok and no intermittent connection was found when the cable was bent and manipulated and the connections were not shorting out between themselves, including the portion that was under the added brace. (B)(4).

Event description:
It was reported that the cable for the external pulse generator did not deliver electrically to the pacing wire. The cable was returned for service. No patient complications have been reported as a result of this event.